Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported by the patient that the tape was not adhering, it came off after 3 days. No further information was available